Event description:
It was reported that after the implantable neurostimulator (ins) was ¿opened from its sterile packaging¿ by the nurse, the implanting physician ¿advised that he saw a green thread on the newly opened ins, at the header block.¿ the physician ¿questioned possible contamination¿ at that time. The ins was not implanted as a result and was instead replaced at the time of the procedure. The ins was notably ¿nowhere near the patient¿ as the device was opened on the sterile surgical set up table and the patient was on the operating table at the time. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found that ¿foreign material was observed in the ins header block.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.